Event description:
The device was used for a resection of the stomach. It was reported by the affiliate that the staples were formed, but the form was not a closed b shape. The staple line was open and the surgeon had to hand suture to complete the staple line. There was no patient consequence.